Manufacturer narrative:
Outcomes attributed to adverse event: infection, antibiotics. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  the patient had an infection where the ins was about 2 months prior. They had a huge lump and it wasn't healing well. It was very red and hot and the size of a softball under the stimulator. They went to lay down one night and it hurt a little bit. They lifted up their shirt and saw their back was red and huge. They were running a fever. During the infection when they recharged they would charge for only 10-15 minutes and then turn red and shut it off. They went to urgent care. They did not do a culture. They got antibiotics in their butt and oral antibiotics to take. After the infection, the recharger would not charge the stimulator at all. It was like the stimulator battery moved. It didn't feel like it did when it was put in. The stimulator was sticking out. The recharger just kept beeping and wouldn't connect to the stimulator. The doctor told the patient to call the manufacturer. A hard reset was done on the recharger. The patient was instructed to move the recharger to the right side, away from the lead. Patient was standing, it was suggested they sit and they stated they always stood. They noted they could only feel one edge of the stimulator and it was like it was sticking out sideways. They charged on bare skin. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider.